Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report#1627487-2014-01796. Reference MFR report#1627487-2014-01797. It was reported the extension header is protruding out of the patient's skin. As a result, surgical intervention may be undertaken as the next course of action to bury the extensions deeper in the tissue. Note: all implanted extensions are reported due to it's unknown which device has the issue.

Event description:
Device 1 of 3. Reference MFR report#1627487-2014-01796, reference MFR report#1627487-2014-01797. Follow-up identified surgical intervention was undertaken whereas the extensions were impeded deeper into the tissue. During the postoperative visit the same day, the extension site appeared infected and discharging fluids . The physician opted to explant the entire scs system the following day.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.